Event description:
It was reported that the procedure was to treat a lesion in the left sfa (off label) using contralateral approach. During the deployment attempt,there was great difficulty turning the thumbwheel, but the attempt continued until all but a few millimeters of the stent was deployed. At this time the thumbwheel would no longer turn so it was not possible to finish deploying the stent.the stent delivery system was pulled on to remove, which resulted in the remainder of the stent deploying, but stretching to about double it's size. A balloon was used to expand the stretched portion of the stent, which was partially in an unintended site. No patient effects reported.